Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization. Cervical stenosis could result in hematometra. Hematometra is a known potential adverse event of any endometrial ablation procedure.

Event description:
2nd report attempt after 1st submission attempt on (B)(6) 2020 was failed due to technical issue. Cdrh-dt support team ticket# (B)(4). It has been reported that the patient developed cervical stenosis following endometrial ablation. Access to the cavity has been attempted but was unsuccessful. No additional surgical intervention is scheduled.